Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, it was difficult to connect the handpiece to the motor drive unit. When the handpiece was finally connected it seemed to stall out and stop working and the lights would flash. The procedure was completed using a fourth handpiece and then the surgeon dropped a platic bag down the port insertion site and collected the morcellated tissue. There were no adverse patient consequences. It was reported that according to the motor drive unit history, the unit was dropped once, sometime ago.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was a misalignment between the outside connector and the flex coupling inside.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.